Event description:
Treadmill started speeding up to a sprint speed, and patient had not touched or intervened with the screen at all. Patient was hanging on as staff member jumped in and hit the emergency stop. Patient did not fall. "Speed sensor fail" error came up on screen. Equipment placed out of order. This was also reenacted by one of my staff members a couple days later. At 25 minute mark treadmill again sped up. Screen shows "loss of speed signal".